Manufacturer narrative:
Evaluation summary: it was caused by dust in the objective lens. This device is classified as import for export, therefore 510k is not applicable. This report is being filed as part of the pentax backlog management plan.

Event description:
Before the installation, the image was found a line-shaped shadow. This event occurred at the time of before use. There was no report of patient harm.